Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a product performance issue. The replacement procedure was successfully performed, and a new device was implanted instead. No additional adverse patient effects were reported outside of the revision procedure.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a product performance issue. The replacement procedure was successfully performed, and a new device was implanted instead. No additional adverse patient effects were reported outside of the revision procedure. Additional information was received that this device reverted into safety mode and was the cause for the replacement procedure.